Event description:
It was reported a device was used during an unknown procedure. It was reported by the rep that the hand piece locked out. No further information is available. The case was completed with another hp052. There was no patient consequence.